Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, they tried to fill the foley catheter balloon with sterile water to inflate it, but it did not work.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 silicone temp sensing foley catheter with sample port connector and syringe. Inflated balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Inflated with no difficulties and did not deflate under 5 minutes with returned syringe. Attempted inflation and deflation within house syringe. Inflated properly with in house syringe and deflated under 5 minutes. Also received 4 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. As the catheter was able to be inflated easily the reported event is unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, they tried to fill the foley catheter balloon with sterile water to inflate it, but it did not work. Per investigator's notification received on 31dec2024, it was reported that difficult to deflate against tray was found during sample evaluation.